Event description:
It was reported that the user experienced a hypoglycemic event while on day two of ilet use, with a measured blood glucose of 40 mg/dl, which the user attributed to walking two miles prior to the event. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with 15 grams of oral glucose gel and subsequent return of glucose to target range without hospitalization. Investigation included complaint intake, triage, and user education on hypoglycemia recognition and treatment. Investigation of this case revealed no device malfunction reported or observed, and the event was consistent with hypoglycemia of unclear cause with exertion as a potential contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.